Event description:
Consumer called to report accuracy issues with her plink meter. Comparing her meter to another meter. Analysis run on clark error grid using competitive reading (64) as reference point vs. Bd readings (88) yielded data points in the d zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.